Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event in (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR# 1225714-2014-04016.